Event description:
It was reported that after the tibia resection, the surgeon reamed the im canal of the tibia to 11 mm and debated whether he would continue to ream or stop. He chose to move on to the femur and would make his decision after he finished the femur. After femoral preparation was completed he decided he wanted to use a 9 mm x 127 mm cemented stem. The appropriate trial wasn't available in neither the instrument set not the national loaner proximal tibia tray, so we were forced to use a 9 mm x 102 stem trial, along with the 80 mm and 70 mm extension pieces. The surgeon completed a trial reduction and asked me to open all the appropriate implants. We do not stock a 9 mm x 127 mm cemented stem in our local kit so after opening all the implants, I had to run downstairs two floors to the vendor room to retrieve a 9 mm x 127 mm stem. The stem that I grabbed was labeled 'stem section, 09 mm x 127 mm.' After opening the implant onto the field, it was noted that the stem was a 9 mm x 127 mm but had the 40 mm body instead of the standard 11 mm buildup. I confirmed the packaging does not state whether or not it has a 40 mm body. Due to the added length of the stem body, a 40 mm extension piece was used to accommodate the change in length since the stem was to be implanted.